Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed internal leakage test with message 'system volume too large' during pre-use check. There was no patient involvement. It was confirmed that the ventilator had water in the air gas module due to the failure of the air compressor. The reported issue has been confirmed during evaluation of the provided problem description, service report and attached log files. The faulty gas module may lead to stop of ventilation, low o2 or high pressure. According to the information provided by the technician, the air gas module was replaced and the device was delivered to the user in working condition. The root cause of the issue has not been determined.

Manufacturer narrative:
It was reported that the ventilator failed internal leakage test with message 'system volume too large' during pre-use check. The device failed to meet its specifications, there was no patient involvement. It was confirmed that the ventilator had water in the air gas module due to the failure of the air compressor. Customer product complaint related to issue with air compressor has been created under number (B)(4). The reported issue has been confirmed during evaluation of the provided problem description, service report and attached log files. The device's log files confirmed internal leakage test failure. The air gas module regulates the inspiratory gas flow and gas mixture. The faulty gas module may lead to stop of ventilation, low o2 or high pressure. Moisture in an air gas module as previous investigation has shown, probably had affected the delta pressure transducer on a printed circuit board inside the gas module. The delta pressure transducer is part of the flow measuring in the gas module. The failure of the delta pressure transducer leads to inaccurate gas flow regulation which will be detected during pre-use check and alarms will be activated if the failure occurs during ventilation. According to the user manual for servo-I (rev. 06), maximum levels of water, (h2o < 7 g/m3) in the supplied gases to the ventilator must not be exceeded.

Event description:
Manufacturer's ref. #: (B)(4).